Event description:
The complaint is reported as: the customer alleges that the peak flow meter is giving an inaccurate reading. Another device was used on the pt. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.